Manufacturer narrative:
(B)(4). Following return and completion of laboratory analysis, this event will be further updated.

Manufacturer narrative:
(B)(4). Upon return, this lead was thoroughly analyzed. Visual examination revealed a complete lead, no breaches in lead's insulation and confirmed setscrew marks on the terminal pin. Extensive testing was performed to assess the lead's electrical and insulation integrity. Measurements throughout these tests demonstrated continuity of the electrical circuitry and the lead insulation. Rigorous testing, including extensive lead manipulation while connected to an ohmmeter, verified there was no intermittency in the electrical conductivity. Analysis concluded that the lead was electrically continuous and did not identify any manufacturing anomalies that would have caused or contributed to this reported field anomaly. The lead has been archived as meeting specifications.

Event description:
Boston scientific received information that during an attempted implant, high out of range shock impedance measurements were exhibited with this right ventricular lead. The physician was unable to resolve the issue and explanted the lead in favor of a dual-coil lead model. The attempted implant lead is expected to be returned for analysis. No adverse patient effects were reported.